Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Blood glucose was unknown. Troubleshooting was performed. This was the second occurrence of replace battery alert or replace battery now without a low battery warning. Advised the insulin pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the sleep current measurement, active current measurement, and displacement test. Insulin pump received with normal operating currents, no unexpected power loss alarms noted during testing. No unexpected replace battery now alarms, or low battery alarms noted during testing. (B)(4).